Manufacturer narrative:
(B)(4).

Event description:
The customer reports: upon insertion had to extract the sheared off piece with a cut down. It was not in the vessel but subcutaneous. The user could remove the sheared of piece. They did have difficulty in advancing this into the patient. The user then tried to remove the catheter and needle that they may have sheared the catheter while putting pressure over the artery so it would bleed. They placed the ra-04020 in the right radial artery without any issues.

Event description:
The customer reports: upon insertion had to extract the sheared off piece with a cut down. It was not in the vessel but subcutaneous. The user could remove the sheared of piece. They did have difficulty in advancing this into the patient. The user then tried to remove the catheter and needle that they may have sheared the catheter while putting pressure over the artery so it would bleed. They placed the ra-04020 in the right radial artery without any issues.

Manufacturer narrative:
(B)(4). The customer returned a single radial arterial (ra) catheterization device for evaluation. The device showed evidence of use and a portion of the catheter remained on the needle cannula while a separated portion was advanced off the needle bevel. Visual examination revealed the catheter body was torn into two separate pieces. A portion remained attached to the catheter hub which was fully retracted onto the needle hub. The distal tip piece was separated and advanced off the needle bevel. The edges of the torn catheter body were jagged and torn which typically indicates excessive force on the catheter body. There was no indication of resistance between the needle cannula and catheter body during functional testing, although dried blood was observed between the two components. The guide wire was fully retracted within the advancer tube and secure in the advancer slide. No damage was observed to the needle cannula or needle bevel. Significant dried blood was observed in the guide wire advancer tube. The proximal portion of the separated catheter measured 45.5 mm in length and the separated portion measured 24 mm in length. The combined length of 2.736" is within specification; therefore, no pieces appear to be missing. The catheter body inner diameter, the catheter body outer diameter, and the needle cannula outer diameter were measured and all were found to be within specification. Both pieces of the catheter were able to pass over the needle cannula with minimal resistance. The guide wire was not able to be advanced through the needle due to the dried blood in the device. The device was returned with the fully retracted and secure within the advancer slide. A device history record review was performed on the ra catheterization device including the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product gives specific instructions for techniques for insertion of the catheter. It states to "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel." The IFU also cautions the user "do not reinsert needle into catheter to minimize risk of catheter damage" and contains the warning "care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter." The customer report of a separated catheter on a ra catheterization device was confirmed through visual examination of the returned sample. The device was returned with a portion of the catheter remaining on the needle hub and a separated portion advanced off the needle bevel. The edges of the catheter at the separation points were jagged and torn indicating a breakage related to excessive force. The catheter and needle cannula met all relevant dimensional and functional requirements and a device history record review did not identify any relevant manufacturing issues. Based on the condition of the returned sample and the report that the damage occurred during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.